Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was attempted implant as the device was found in safety mode during the pre-implant testing. Subsequently a new device was successfully implanted. No additional patient adverse effects were reported. This device is expected to be returned for analysis.